Manufacturer narrative:
(B)(4). B3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? No patient adversities just delayed or time because had to reload the device and then grab a new device. Can you please be more specific on how the device malfunctioned? It fired fine the first time didn¿t fire on the second reload, replaced the reload, fired fine, third reload wouldn¿t fire so grabbed a totally new device. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with a (B)(6) reload loaded on the device. The reload was received fully fired. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number (B)(6), and no non-conformances were identified.

Event description:
It was reported that a product complaint with not much information. No patient consequences reported. No further information is available.